Event description:
Follow-up info indicated pt had hypopyon one day post-op. Received intraocular injections as treatment. Severity of condition reported as moderate and has since resolved. Visual acuity is 20/30.

Event description:
Rptr noted two surgeons have had three cases of endophthalmitis in three months: november, january and february. All cases reported within 24 hours after surgery on post-op visits. Pts reportedly recovering well. This pt's cultures were negative.